Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that a pipeline flex with shield failed to open at the distal end. It was noted that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was then removed from the patient. No patient information was reported.